Manufacturer narrative:
As customer declined service, no further service activities were performed by philips. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the arm and table froze, causing positioning failure on an allura xper fd10/10. The clinical use of the system was unknown. There was no reported patient or user harm.